Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement. The customer reported to have replaced the inspiratory pcb and passed the extended self-test (est). Covidien was not authorized to service the vent. Covidien suggested to run unit on test lung before putting unit back in service.